Event description:
The duett pro sealing device was deployed following an intraventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced hypotension and a CT scan confirmed a retroperitoneal bleed. Treatment consisted of 5 unit blood transfusion and the discontinuation of integrillin. The treatment was successful and no further complications were reported.